Event description:
It was reported that the physician was dissatisfied with header performance. Allegedly, "the setscrews back out and/or air trapped in header developes pressure that pushes lead out." No patient complications have been reported since the ICD was removed from service. We also received information that reported the lead was removed dues to high thresholds and impedance. No patient complications have been reported as a result of this event.

Manufacturer narrative:
This information was received from a competitor. All data pertinent to the event is provided. Evaluation summary: no anomalies found; distal segment returned for analysis.